Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: "device alarms with disconnect ventilator side. New circuit/flow sensor and exhalation valve were replaced, and ventilator is still alarming."

Event description:
Hamilton medical ag received the following incident description: "device alarms with disconnect ventilator side. New circuit/flow sensor and exhalation valve were replaced, and ventilator is still alarming.".

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During ventilation of a patient, the device displayed a disconnection alarm on the ventilator side. The patient was transferred to another ventilator. No patient harm was reported. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was determined to be a defective servo module. After replacing the servo module, the ventilator was found to be functional and was released for use.

Event description:
Hamilton medical ag received the following incident description: "device alarms with disconnect ventilator side. New circuit/flow sensor and exhalation valve were replaced, and ventilator is still alarming."

Manufacturer narrative:
Investigation is ongoing.